Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-2324pslc serial/batch (B)(6) was received for investigation. Visual inspection revealed that the device's screw was warped, and it was also observed that the molded tip of the shaft was warped as well. The inner and outer shafts were unscrewed and screwed back in search of resistance, but no problem was detected. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/11/2024, it was reported by an arthrex employee via phone that an ar-2324pslc suture anchors threads did not engage with bone. This occurred during an acl reconstruction on (B)(6) 2024 when inserted into the patient with the sutures threads did not engage with bone, the device was removed. The case was completed using another ar-2324pslc suture anchor. Additional information was provided on 06/13/2024 via phone that the patient had a satisfactory bone that was prepped using a 4.75 tap and a 4.0 paddle drill